Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the adjustment screw of the spine clamp was damaged. The representative reported that an extractor tool was used to remove the clamp from the patient without issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID, age and gender provided.

Manufacturer narrative:
Device lot number now provided. UDI now provided. Additional information: there was no reported delay to the spinal procedure due to this issue. Device manufacturing date now provided.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (june 2017). The revised instructions for use (IFU) were provided with the notification.